Event description:
It was reported that cadd administration set ? Unable to prime tubing. No patient injury reported.

Event description:
Additional information received via email and attached on 1-mar-22: event details provided and product is available. (Ups label provided)

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(6).

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device showed no visible damage. Upon function testing the reported problem could not be duplicated. The root cause of the reported problem was unknown as the device passed function testing. No additional actions were taken since the device functioned properly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.